Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. The reported screw was returned for investigation. The reported event was confirmed. Based on the evaluation, device malfunction did occur. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were within specification and conforming when they left zimvie. A complaint history review by item number was conducted dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that the screw in site 9 (universal) fractured. They retrieved the portion of the screw in the internal portion of the implant and screwed it back in for the time being. Screw just fractured and needs to be replaced. No impact to implant.